Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator reported that they were having lot of discomfort and their legs are numb. Patient reported that it is getting worse and the therapy is not working for the last couple months since (B)(6) 2016. The patient reported that they are not sure if the therapy ever works for them since it was implanted. Patient reported that a week prior to the report, they had an x-ray and all the wires were connected. It was stated that there was no fall or trauma associated with the therapy not working. Patient has an appointment with the healthcare professional and would like the manufacturer representative to present. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.